Event description:
It was reported that the devices were used during a diagnostic laparoscopy. It was reported by the rep that during the procedure (2) 512hn's trocars had their seals tear after the advancement of the ems stapler. The case was continued by replacing the trocars with new ones. There was no consequence to the pt.